Event description:
Vns pt has been experiencing pain at the generator site for several weeks. The pt underwent revision surgery, during which it was noted that the device was encapsulated. The encapsulation was resolved by "freeing up" the device during the revision surgery. The pain has reportedly decreased since the surgery. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine the cause of the device encapsulation.

Event description:
Further follow-up revealed that neurologist believes that the pain has resolved as the patient has not made any complaints of pain since revision surgery. The cause of the event was due to post-surgery encapsulation.